Manufacturer narrative:
(B)(4) final report additional information, including post primary and pre revision x-rays, operative notes (primary and revision), whether the patient followed correct post-op protocol, whether there was confirmation of any infection and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. All parts associated with these records were manufactured, packed and sterilised to the correct specifications at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the event could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after 2 weeks due to a leaking wound.

Manufacturer narrative:
(B)(4) initial report: additional information, including post primary and pre revision x-rays, operative notes (primary and revision), whether the patient followed correct post-op protocol, whether there was confirmation of any infection and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after 2 weeks due to a leaking wound.